Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system control board, power supply board and the relay for the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, prior to a spinal fusion, the imaging system would not complete start up functions. It was reported that restarting the imaging system did not restore functionality. Additional restarts were conducted and functionality was eventually restored. The imaging system was then used to complete the subsequent procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The dc controller was returned to the manufacturer for analysis. Analysis found that the component was working as intended. If information is provided in the future, a supplemental report will be issued.